Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the colpotomy in a laparoscopic hysterectomy procedure, the needle broke into 3 pieces and fell into the patient's cavity. All pieces of the needle were removed and retrieved to complete the case. There was no patient injury.